Event description:
It was reported that the system generated excessive leakage during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). The investigation of the returned expiratory voice coil has been completed. It is part of the expiration valve that regulates the airway pressure. The field service engineer replaced the voice coil on-site, which solved the problem. The ventilator passed functional and safety tests, and was returned for clinical use. The returned voice coil was visually inspected, no defects were found. It was mounted in a reference ventilator for simulated use testing, it passed all tests without deviation. Electrical evaluation showed no defects. A log evaluation confirms the reported issue, the pre-use check fails due to excessive leakage. The root cause could not be determined. The leakage tests failed on (B)(6) 2017, date of event is updated accordingly. Excessive leakage may lead to stop of ventilation, this will be detected by generated alarms and pre-use check.

Event description:
(B)(4).